Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-03160 , 1627487-2022-03161. Additional information indicates the leads and ipg were revised on 16 may 2022 to address pain at both sites.